Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump fell on the ground this morning and now it keeps beeping and vibrating. The blood glucose at the time of the incident was 312 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display and constantly beeping. No unexpected vibrating noted. Device received with scratched case.